Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is alleging that the pump is not alerting the e-1 cartridge empty alert. No adverse event alleged. A request was made for the return of the device.